Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including tobacco use, hyperlipidemia, diabetes mellitus, chronic kidney disease, coronary artery disease, prior aortic valve implant, aortic stenosis. Some of the complications reported were stroke and pacemaker implant (surgical intervention). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "long term survival and quality of life following transcatheter aortic valve replacement in nonagenarians", was reviewed. The article presented a retrospective, multicenter study on patients with severe aortic stenosis (as) undergoing transcatheter aortic valve replacement (tavr) and patients were divided into two groups: nonagenarians (age = (B)(6) years) and age (B)(6) years. Devices included in this study were self-expanding medtronic valve, balloon-expanding edwards valve, boston scientific lotus valve, sjm portico/navitor, acurate neo, edwards centera. The article concluded that this study demonstrated an excellent long-term mortality rate at 5 years following tavr in nonagenarians, comparable to patients younger than (B)(6) years old. There was a significant and enduring improvement in functional status in nonagenarians, observed up to 1 year following tavr. [(B)(6)]. The time frame of the study was from 2015 to 2021. A total of (B)(4) patients were included in this study. The average age was 80 years (adults <90 years) and 92 years (nonagenarians). The average gender was male. Comorbidities included tobacco use, hyperlipidemia, diabetes mellitus, chronic kidney disease, coronary artery disease, prior aortic valve implant, aortic stenosis.